Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's touchscreen is unresponsive and will not respond to a calibration. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual and the recommended repair, which is to replace the touchscreen or the user interface assembly. The customer was provided with the part number of both parts for repair.

Manufacturer narrative:
The customer replaced the user interface assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.